Event description:
It was reported that during two times radiofrequency ablation (rfa) in the esophagus after barrett carcinoma for eradication of barrett (9 centimeter), lege artis. In each case in three steps, every four centimeter from proximal to distal, during the sixth and last radiofrequency ablation, the electrode partially detached from the self-expanding balloon catheter and was not rewrapped onto the balloon upon balloon deflation, so that the rolled-up electrode came to lie next to the deflated balloon. Immediately afterward, slight oozing bleeding of the esophagus was observed, which, however, was not necessarily attributable to the dysfunction, as it could also be expected per se after twice-performed radiofrequency ablation. The catheter was carefully removed from the esophagus to resolve the issue. There was no evidence of perforation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the catheter was received with the electrode improperly furled. The electrode was not torn and was fully attached to the balloon. The connector pins were intact. Functional testing noted that the balloon was manually inflated with a syringe and able to hold pressure. The catheter electrically erasable programmable read-only memory (eeprom) data was read and there were no observed errors. The catheter was connected to a generator and recognized as used. A test catheter was used and the complaint device was able to inflate and hold pressure as expected. It was reported that the 360/sizing catheter detached from balloon. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the 360/sizing catheter failed to return to parallel position. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: rotation of the device in a clockwise direction may reduce the device diameter and aid in removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.